Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited high impedance, placement difficulty and the helix was entangled with fibrous tissue. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.